Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and felt their device was not kicking in fast enough when they did activity like a simple stair climb. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.